Manufacturer narrative:
Zoll medical corporation has not yet received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to obtain an ECG signal via the attached multi-functional cable. Complainant indicated that there was no pt involvement im the reported malfunction.